Event description:
Related manufacturer reference number: 2017865-2021-30683. It was reported that the implantable cardioverter-defibrillator (ICD) exhibited a failure to interrogate. It was noted that multiple programmers were used. The ICD was explanted and replaced. During the procedure, it was observed that the ICD and the capped right ventricular (rv) lead exhibited burn marks due to the capped rv lead shorting. The capped rv lead was cut and re-capped on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
The reported event of insulation damage was confirmed. The reported events of low high-voltage lead impedance and fracture were not confirmed. Visual inspection found external insulation abrasion in multiple locations at the connector region which is consistent with friction to device can. X-ray and electrical analysis found no anomalies beyond those consistent with procedural damage.